Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide after a diagnostic procedure. Reportedly, the suture did not catch. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additonal information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and confirmed the reported event. There was no needle strike mark on the posterior foot. During the investigation, the plunger was inserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records that would have affected the reported needle to cuff miss in this case. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications, the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). Correction: lot number changed from 30336h to 030336h.